Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported a that during a spinal surgery a malfunction occurred with the set screw retaining drivers. At the time of placing set screws, the button did not function smoothly and detachment was very difficult.